Event description:
It was reported by the customer that when using the bd pyxis¿ es server, unable to launch website, error message displayed stating certificate expired. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that server had a certificate expired error. The technical support specialist dialed into the server and verified successful launch and login to pes. The tss confirmed iis was bound to the new certificate. Notified the customer via email and customer reported being able to access the website but encountered a "users not authorized" error when attempting to log in. The tss then logged into the station and followed the knowledge article "hsv 2.0/2.2.x/2.3 idm 3.x - all configuration urls" and resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, unable to launch website, error message displayed stating certificate expired. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.